Event description:
The nurse reported that the purge flows had dropped from 11 down to 3. Blocked purge alarm occurred and resolved. Tissue plasminogen activator/alteplase (tpa) protocol has been started.

Manufacturer narrative:
B1: updated to add product problem. B3: corrected the date of event. B5: updated to add additional information. H6: added codes based on information in the complaint file.

Event description:
An impella 5.5 was placed to support the 67 year old male patient admitted in with cardiogenic shock and acute myocardial infarction. Any underlying cardiac comorbidities are unknown at this time, though there was known liver issues and multiorgan failure noted. After a day of support the team had remove anticoagulant heparin due to a gastrointestinal bleeding diagnosed by bloody stools and a drop in hemoglobin. The pump remains on with sodium bicarbonate in the purge rather than heparin. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
H6 medical device problem code a24 was erroneously entered on the previous manufacturer device report. B5 clinical review/rationale updated. The investigation was completed and no device was returned. Investigation summary: the cause of the major bleed was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product and insufficient logs were returned for evaluation and limited clinical details were provided.

Event description:
Clinical review/rationale: an impella 5.5 was placed to support the 67 year old male patient admitted in with cardiogenic shock and acute myocardial infarction. Any underlying cardiac comorbidities are unknown at this time, though there was known liver issues and multiorgan failure noted. After a day of support the team had remove anticoagulant heparin due to a gastrointestinal bleeding diagnosed by bloody stools and a drop in hemoglobin. The pump remains on with sodium bicarbonate in the purge rather than heparin. Anticoagulation necessary for the pump placement and support can contribute to bleeding. On day 21 of the support the team observed purge flow/purge blocked alarms. The team troubleshot the issue by adding the thrombolytic tpa to the purge solution, which resolved the alarming. The tpa was utilized for the purge to mitigate impact of biomaterial within the motor and there was no impact on the patient. The pump remained on for a total of 29 days and was weaned and explanted. The pump had been used beyond indication. The patient survived the support.